Event description:
Device issue: difficult to insert, kink-sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, during initial device insertion into the vessel, resistance was met. A second proglide device was used to achieve hemostasis. When the device was removed, the sheath was kinked at the distal guide junction. No adverse patient effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.